Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted their clinic due to the fact that the remote home monitoring system had a red blinking light. Boston scientific remote home monitoring support was contacted and discussed that this could indicate an issue with the cardiac resynchronization therapy defibrillator (crt-d) and suggested bringing the patient in for evaluation. The field representative had not been contacted by the clinic regarding this patient or this issue. All available evidence suggests the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The severed leads remained attached, fully inserted, and secure. The set screws on the device were in the down position and moved freely. It was noted that the leads were removed easily from the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This crt-d was returned from another manufacturer almost three years later for an unspecified reason.